Event description:
Per the clinic, the device was explanted due to infection. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).